Event description:
Boston scientific received information that during a follow up visit, interrogation revealed a yellow alert indicating an atrial lead safety switch that changed the lead to unipolar pacing mode. Atrial impedance measurements were low out of range. In addition, a review of the arrhythmia logbook revealed atrial noise. A decision was made to perform a lead revision but as of this date has not has been scheduled. No adverse patient effects were reported.

Event description:
Additional information was received. Despite attempts to obtain additional information, no further information was obtained. According to available information, this lead remains implanted.

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.